Event description:
The account alleged the bed exit did not alarm loud enough to be heard outside pt's room. No injuries reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.